Event description:
It was reported that the insulin pump alarmed button error which could not be cleared, so the customer removed the battery, after which the device seemed to be working fine. The customer's blood glucose was 157 mg/dl. However, during the phone call the customer stated that the buttons were not responding. The customer attempted to program some settings but the buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted on the keypad traces.